Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with microspeed uni control unit. Control unit worked fine on (B)(6) 2019, however; when it was used for surgery the next day, (B)(6) 2019 the console did not work at all. The or staff used 2 different power cords and 2 different outlets with same results. The incident did cause a 30 minute delay in surgery. No additional intervention was needed. Additional information was not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a gd670 - microspeed uni control unit w/cool.unit regarding an intraoperative issue. We did not receive the product for investigation as it was repaired within the local aesculap technical service. The surgery delay was longer than 15 minutes. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause: the failure is most probably transport related. Rationale: the device has been checked and analyzed by the local aesculap technical service. It could be found that the power supply board is faulty. "There is 120 volts going in, but no 24 volt power coming out of the power supply." It is probable that the circuit board was damaged during the shipping process. This may have led to the described failure. Corrective action: corrective action and preventive action is not necessary.